Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted into the intensive care unit on (B)(6) 2015. The customer's blood glucose was 485 mg/dl at the time of admission. Customer reported they were vomiting prior to being hospitalized. The cause of the customer's hospitalization was high blood glucose. It was also found the customer was in a diabetic coma as a result of their high blood glucose. The customer was treated with an insulin drip at the hospital. The customer was currently hospitalized at the time of the call. Customer's current blood glucose was 240 mg/dl. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.